Manufacturer narrative:
Unit passed the displacement, self, off no power, rewind, basic occlusion, prime, system sensor. Unit received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery, restart and occlusion test due to motor error alarms. Unable to confirm alarm due to motor error alarm. No unexpected no reservoir alarm noted. Unit was monitored for 24hours, no intermittent blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including low reservoir. The customer's blood glucose reading was 110 mg/dl at the time of incident. Troubleshooting found that the pump could rewind but then would alarm and the alarm cannot clear. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.